Event description:
The manufacturer received a voluntary medwatch (mw5105704) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop melanoma mucosa. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5105704) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop melanoma mucosa. There is no report of the medical intervention that the patient has received at this time. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.